Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the loosely folded balloon and inflation lumen, consistent with a rupture while in the patient anatomy. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out of a longitudinal rupture in the balloon 1 mm distal to the distal balloon marker and extending proximally, for an overall length of 5 mm. There were no scratches found and it could not be determined if the longitudinal rupture was along a crease or fold in the balloon. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly calcified and may have contributed to the reported difficulty. Scanning electron microscopy (sem) analysis confirmed a leak in a balloon fold. It was determined that the balloon failure may have been attributed to damage initiating from the inside of the balloon. Although the exact cause for the rupture cannot be determined, this type of damage is most consistent with exposure conditions during the procedure, a material/processing discrepancy, or multiple inflations and/or high stress being applied to the balloon material. To ensure this type of occurrence is not a result of a potential product deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot that and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. Based on the information received with this incident, the analysis of the returned product and the results of the sem analysis, a definitive cause for the reported balloon rupture cannot be determined; however, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the target lesion was the proximal left anterior descending with no tortuosity and mildly calcified. After a non-abbott stent was implanted, a non-abbott guide wire and the 2.0 x 15 mm mini trek was advanced through the stent struts of the implanted stent. During the kissing balloon technique with the non-abbott stent delivery system balloon and the mini trek, the mini trek balloon ruptured during the first inflation at 14 atmospheres. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: tgv marker next. Guide catheter: heartrail 7fr. Stent: cypher select+ 3.0 x 33 mm. The device has been returned for evaluation. A follow-up will be submitted with all relevant information.